Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial#: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient had superficial swelling at the lead incision site. The patient was prescribed oral antibiotics. The physician does not believe the swelling was device related, but rather an allergic reaction to the suture material. The lead incision was opened and a different suture material was used to close the incision. The patient was reportedly doing well.